Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronic assembly. The test p-cap locks properly in place in the reservoir compartment noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery side. Customer stated that insulin pump was drop on bathroom floor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.